Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: conductor externalization of the biotronik kentrox internal cardioverter-defibrillator lead: the tip of another iceberg? Heart rhythm. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. The article reports that a patient with an implantable cardioverter defibrillator (ICD) with two leads; one being a competitor lead, had presented with ¿several¿ inappropriate shocks due to an apparent lead fracture with the competitor lead. This was confirmed by noise on the intracardiac electrogram, and high impedance upon checks. There was also evidence of an ¿externalized conductor¿ via fluoroscopy with the competitor lead. A new lead was implanted and the old competitor lead was abandoned. Less than five months later the patient presented with erosion of the competitor lead. There was also redness over the incision site. The patient was referred for device and lead extraction. The device and this manufacturer¿s lead were extracted without issue. The competitor lead was more difficult to extract. The device pocket was irrigated with antibiotic solution and the incision was closed. The patient was discharged with no complications. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.